Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a cervical fusion and reportedly rhbmp-2/acs and/or puregen was used in this procedure. The patient allegedly suffered severe and permanent injuries due to this surgery.

Event description:
It was reported that the patient underwent a cervical fusion at unknown level using rhbmp-2/acs. As a result, patient continues to experience pain.